Manufacturer narrative:
(B)(4). Batch number: r5867y. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60d cartridge reload not loaded on the device. The cartridge was received partially fired 1/16 and with several drivers missing making the reload non-functional. In addition the cartridge pan was noted to be partially dislodged. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the device could not fire. During the lobectomy, could not fire on the 3rd firing. Another device was used to complete the surgery. There were no adverse consequences to the patient.